Event description:
It was reported that the customer was attempting a bolus delivery, when the numbers began to ramp up on their own. The customer's blood glucose level was 163 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent response in the up arrow button due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).